Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: the black box shows evidence of eaw128-fb80, eaw 128-fd80, and eaw 128-fc88 alarms as well as eaw 128-replace battery alarms. The pump powers with returned battery cap to audible tone, no vibration alert and a dim discolored display. Battery cap is able to fully tighten. The battery compartment is intact. Current draws are within specifications. Removed pump case and disassembled pump. Vibrate motor alignment pins found to be misaligned, realigned pins, vibrate motor responsive. Further investigation shows intermittent eaw 128 alarms due to an intermittent open connection in flex cable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, colored display. This report is made based on results of investigation completed on (B)(6) 2016.